Event description:
As soon as it was put in, I had heavy bleeding for about 8 weeks with no break when it stopped my cycle came at normal intervals, but was way heavier than normal needing to wear two overnights at a time and change every 45 mins or less with massive clots during cycle. I started getting pins and needles all the time, migraines became worse and more frequent, lower back pain, joint pain, nimbleness during exercise in my feet, thyroid issues, severe cramping, bloated stomach, low energy - very low, hair loss. FDA safety report ID# (B)(4).